Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device was at elective replacement indicator (eri) while it was still in the box. The device was not used and was replaced with a different one. No patient complications have been reported as a result of this event.